Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of symptoms and urge incontinence. The symptoms had a sudden return and the patient¿s toes were not curling anymore at the time of the report. When the stimulation was operating their toes curled. The patient did not use their programmer very often. Once they would get their stimulation adjusted in the office they would just leave it alone. The patient placed the programmer over the implantable neurostimulator (ins) but they were only getting the poor communication screen on their programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v222582, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. (B)(6) 2015 was noted as a doctor appointment and (B)(6) 2015 was noted as surgery - battery replacement.